Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of a suspected type iiib endoleak of a non-gore stent graft using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. After the stent graft placement, when the sheath was pulled back, the angiography for the access vessel revealed the injury of the left femoral artery. The injury site was repaired using a gore® propaten® vascular graft. The patient tolerated the procedure. Reportedly, the diameter of the injury site was about 6.5 - 6.7mm.

Manufacturer narrative:
(B)(4). The sheath was discarded at the facility and is not available for analysis. It was reported that the left femoral artery was about 6.5-6.7 mm. Per IFU sizing guide for the 22fr sheath, the ID diameter is 7.3mm and od diameter is 8.2mm. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU state: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.